Manufacturer narrative:
Bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
It was reported that bd connecta plus3 white pegs leaked 2024-07-18 the child is small for gestational age and requires intravenous nutritional support, this infusion tee was found to be leaking after 6 hours of use, the infusion tee was replaced immediately.